Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield oversensing. Technical services (ts) was contacted for troubleshooting assistance related to right atrial (ra) lead thresholds. Ra sensitivity was adjusted from 0.25 mv to 0.5 mv to address farfield signals. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.